Event description:
It was reported that doctor commented that he has noticed that the tritanium baseplates he worked with tend to leave some anterior tibia uncovered whereas the cemented triathlon baseplate seems to get out to the anterior cortex fairly consistently. It's suboptimal for a cementless tibia to stop short of the cortical rim, in metaphyseal bone. That can be a risk factor for anterior subsidence. The smaller slot of the tritanium baseplate may bias the final component placement posteriorly.

Manufacturer narrative:
An event regarding incomplete anterior coverage of the tibia involving a triathlon tritanium baseplate was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported event was caused by user factors/surgical technique. No further investigation for this event is possible at this time as no devices and/or medical information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened and re-evaluated

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that doctor commented that he has noticed that the tritanium baseplates he worked with tend to leave some anterior tibia uncovered whereas the cemented triathlon baseplate seems to get out to the anterior cortex fairly consistently. It's suboptimal for a cementless tibia to stop short of the cortical rim, in metaphyseal bone. That can be a risk factor for anterior subsidence. The smaller slot of the tritanium baseplate may bias the final component placement posteriorly.